Event description:
The patient had swelling over the pump location. They thought that it was csf in the pocket. They were hoping a catheter revision would fix the issue. The pump was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.